Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure (B)(6), bmi 28. Date and name of initial surgical procedure. Tvt abbrevo (B)(6) 2017. The diagnosis and indication for the initial surgical procedure? Stress incontinence. What were current symptoms following the index surgical procedure? Onset date? None - she was well. What are the patient comorbidities/concomitant medications? None. The initial approach for the index surgical procedure? Vaginal. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? On (B)(6) 2020. Mesh exposure site/location, symptoms and diagnostic confirmation? Mid-vagina - largely asymptomatic. Easily seen with speculum describe any medical/surgical intervention for exposure including dates and surgical findings. Planning eau mesh trimming and vaginal resuturing. Lot # unknown from our epr. What is the physicians opinion as to the etiology of or contributing factors to this event? I think the mesh was exposed when the patient attended for an anterior colporrhaphy in (B)(6) in summer 2020. What is the patient's current status? Awaiting surgery. ¿ if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with patient's first event reported via mw # 2210968-2021-04606.

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2017 and the mesh was implanted. It was reported that the patient had mesh exposed four years after implantation. It was also reported that from the mdt discussion the patient was admitted for emergency use authorization cystoscopy and mesh excision and re-suturing. Additional information was requested.